Manufacturer narrative:
D6b: explant date: 2023. Block b3: exact date unknown, event occurred in 2023.

Event description:
It was reported that the patient underwent an explant procedure due to the therapy that was no longer effective. The explanted device will not be returned.